Event description:
It was reported that during pre-testing, it was observed that the "cable sheath" was "torn" from the motor device. As a result, wires were exposed. There were no delays in surgery as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the hose and the hose was cut / torn and separated near the motor end of the motor / hose assembly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling / misuse at the customer site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.